Manufacturer narrative:
The insulin pump had blank display due to corrosion on electronics. The insulin pump was unable to perform displacement, basic occlusion, occlusion, prime and excessive no delivery test and verify low battery alarm due to blank display. The insulin pump was received with display window missing. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that there was a button error alarm, no delivery alarm and off no power alarm found on the alarm history. The customer's blood glucose was 422 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with the insulin pump. The customer performed troubleshooting and did not found air bubbles, leaks, insulin issues and site issues, and setting issues. The customer was unable to perform high pressure test at the time of call. The customer was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will be returned for analysis.